Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. Since product information (lot#) is unknown, product is not available and an investigation would be inconclusive at this time.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded low results for sodium, potassium, bun and ph results on a puppy. There was no patient information at the time of this report. Cartridge lot# is unknown, and return product is not available for investigation. (B)(6). There are no injuries associated with this event. An investigation is inconclusive without product information.